Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: associated products : item#:unknown;kne-tibial trays-unknown-- lot#:unknown. Item#:unknown;kne-bearings-unknown-- lot#:unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to bending/torsional loading on the device. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00297, 0001822565-2020-00298.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has underwent an initial right arthroplasty on an unknown date. Subsequently, the patient plans to be revised on an unknown date due to unknown reasons.